Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc freestyle libre sensor detached prematurely. It was further reported that the customer had contact with a healthcare professional, and was provided unspecified medications for treatment. The customer declined to provide further information. There was no report of death or permanent injury associated with this event.